Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. No further details were given. No reported impact to the customer¿s blood glucose level.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the alarms. Customer's blood glucose ranged from 150 to greater than 500 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose.